Event description:
A patient was undergoing open heart surgery and was on cardiac bypass. The perfusionist was changing the setting from 1.10 lpm to 4.40 lpm and a loud, shrill sound came from the machine, the pump head stopped turning and the display showed the code 00200004. The perfusionist was required to manually crank the pump. At the conclusion of the surgery, the hoses on the cobe device were place in a loop system. A protocol was developed to simulate the events prior to the occurrence. The incident could not be duplicated despite numerous tests run by more than one individual from the biomedical engineering department. A representative from the manufacturer arrived at our facility. During a test done in accordance with a testing protocol supplied by the vendor, the speed control now seemed to have a defective spot located between 1 liter and 4.4 liter positions. The vendor representative and the director of biomedical engineering 'played' with the knob resulting in the pump's hesitation and when the device was manually cranked the 00004 error code was duplicated. The 002 error code could not be duplicated. Replacement of the knob resulted in the device running without a problem.